Event description:
It's deployed, knot would not advance. Surgeon believes the knot was not tied correctly. The ts remain in the patient.

Manufacturer narrative:
(B) (4): no product is being returned for evaluation.(B) (4)